Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient (pt) regarding an external device (lost did not obtain). The reason for call was patient stated that they went to an MRI yesterday and lost their controller. Patient stated that they were stuck with having the stimulation on and when they lay down it had too much stimulation and it was impossible to sleep. Agent connected the call to sunmed.